Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient was experiencing a return of baseline symptoms. The patient was having to do intermittent straight cathing since (B)(6) 2025. The patient had a full replacement of their interstim on (B)(6) 2025. The patient went out of town shortly after receiving the replacement. While out of town, on (B)(6) 2025, they were struck by a child on a scooter, which caused the patient to fall. Then on or around (B)(6) 2025, the patient was sitting on the couch and ¿felt a pop¿ at the incision site of the battery pocket. The patient stated they felt a gush of fluid come from the battery pocket incision. The patient said while they were still out of town they went to the ER. The ER placed the patient on antibiotics and told them to follow up with their implanting physician when they returned home. The patient followed up with their implanting physician on (B)(6) 2025. The implanting physician reported when they saw the patient on (B)(6) 2025, the wound was not swollen or red, but it did have a small open area on the lateral edge of the battery pocket incision. The manufacturer representative (rep) was asked to see the patient and interrogate the interstim on (B)(6) 2025. On (B)(6) 2025, the patient's impedances were within normal limits. The patient felt the stimulation on program three at 1.0 a, but stated it was only in the low back area where they had also been experiencing pain. The patient stated the wound had continued to drain. On (B)(6) 2025, the wound did not appear red or swollen. The implanting physician was planning to do an explant of the patient's device on (B)(6) 2025 due to a possible infection. Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the "pop" at the incision site of the battery pocket was not determined, and the most likely cause was unknown. The rep reported the fall's effect on the implant was unknown. The rep reported it was unknown if the patient had an infection. According to the implanter and the patient, the wound was draining and had a very small open area on the lateral edge, so they decided to do an explant. There was no culture of the wound. Antibiotics were given as a precaution. It was unknown if this was related to the device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.